Event description:
Patient was laying prone on x-ray table with feet slightly over end of table top. As the table top was moved toward the patient's feet, his left big toe became wedged between the table top and table body.non-displaced fracture of distal phalange of left great toe.